Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn't confirmed during evaluation. Actual device was available for evaluation. No defect was observed during visual inspection. The unit was tested with drip test method. The drip test allowed the flow of liquid through the chamber and the pipe, presented no problem of obstruction. The test integrity not present leak in any of the parts assembled. No other test was performed. The device was working within specification. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of an exaset fotosensible solution administration set in which the operator detected no flow of unknown medication. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.